Manufacturer narrative:
Follow-up #1 date of submission 04/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed evidence of pump reboots and replace battery alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump, and the cap¿s contact dimensions measured within specifications. During testing, the pump was exercised for 24 hours with no duplicated loss of power. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior. Unrelated to the complaint, the audio bolus button cover was missing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.